Event description:
Rptr's daughter is 4 yrs old. She was conceived 2 1/2 months after rptr had breast implant surgery. She cries at night with pains in her legs & neck, etc. She suffers from intense allergies.